Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total gastrectomy, the device did not present problems during the surgery, post operatively, there was a leak in the staple line. The patient was reoperated and the defective staple line was sutured to resolve the issue. The patient was hospitalized.